Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is patient's concern with product and a rupture. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: analysis of the returned device identified an opening extended on the radius, white particles and underweight. A visual and microscopic analysis was performed which identified a sharp broken on radius, a missing shell, a delamination of the orientation dot and the creases fold. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp broken on radius due to an unidentified (tear) opening. Missing shell due to inconclusive.

Event description:
Healthcare professional reported left side "patient¿s concern with the product" and a rupture. Device has been explanted.